Event description:
I started to have difficulty breathing. After multiple doctor visits and a trip to the ER I was diagnosing inflaming my lungs from an unknown environmental cause. Further testing revealed I had scaring on my lungs and only 47% lung capacity. I am still undergoing treatment and testing. Pulmonary function testing, lab work, and an x-ray have also been completed. FDA safety report ID# (B)(4).